Manufacturer narrative:
Additional information provided in sections h.3., h.6. And h.11. The complainant indicates the use of a non-company viscoelastic which is not qualified for use with the associated product. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the complainant states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that the haptic was torn or broken and the haptic came out straight. The reporter said they didn¿t know why the haptic came out straight. The event had occurred during intraocular lens (iol) implantation procedure. Based on the additional information received, the surgeon believes that the product did not contribute to the event. They are unsure why the haptic came out straight. The procedure was completed on the same day as the surgery. There was no patient harm.